Manufacturer narrative:
The device is expected to be returned for analysis but has yet not been received. Therefore, we are unable to perform further root cause analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation for cerebral arteriovenous malformation / embolization, a hole was identified proximal to the catheter tip, when a chikai 10 guidewire was inserted through the microcatheter. For that reason, the microcatheter was replaced with new one. No patient injury occurred.

Manufacturer narrative:
The marathon micro catheter (model: 105-5056; lot: a605618) was returned for analysis within a shipping box; within a re-sealable plastic bag; within a plastic container and within a plastic bag. The (asahi) chikai-10 guidewire was not returned. The chikai-10 guidewire has a labeled od (outer diameter) of 0.010¿, as per an online source. Per the marathon micro catheter IFU (instruction for use) the marathon micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Therefore, the chikai-10 guidewire was found to be compatible for use with the marathon micro catheter. The marathon micro catheter was decontaminated as per (B)(4). The marathon total length was measured to be ~171.8cm (specification 170.0cm). The marathon usable length was measured to be ~165.5cm which is within specification (specification 165.0cm ± 2.5cm). The marathon distal floppy segment length was measured to be ~25.2cm from the fuse joint which is within specification (specification 25.0cm +2.0cm -1.0cm). No damages or irregularities were found with the marathon hub. The marathon distal tip was found to be bent. In addition, the marathon distal tip was found to be punctured at ~2.4mm from the distal tip. The marathon micro catheter was flushed, water exited from the distal tip. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.